Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they a saw message regarding power loss. There was no adverse patient impact reported.